Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer just got off from the hospital and needed assistance programming the insulin pump. Customer's blood glucose was 280 mg/dl. Customer was assisted in programming her insulin pump and reported that she was hospitalized last (B)(6)2015 due to high blood glucose and had diabetic ketoacidosis. Customer's blood glucose at that time was over 600 mg/dl. Customer was not wearing the insulin pump for 4 days prior to hospitalization due to display issue which was reported on (B)(6) 2015. Customer stated she just got out of the hospital and received the insulin pump replacement. The customer was advised to monitor the insulin pump and call back if issues persist.